Manufacturer narrative:
In response to FDA report number: mw5160855 further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported via sus voluntary event report "rupture". This record is for the right side. Device status is unknown.